Event description:
In 2007, this pt underwent endovascular repair of a thoracic aortic aneurysm using three gore tag thoracic endoprostheses. A reintervention took place two days later, to obtain adequate proximal seal. Another tag device was implanted up to the left common carotid artery. The physician did not think distal seal could be obtained at that time, so the pt underwent a third procedure three days later. A bypass of the celiac and superior mesenteric arteries to the left common iliac artery was performed, and a tag device was inserted. Upon deployment, it was noticed that the device had deployed into the aneurysm sac. An additional device was implanted distally, obtaining adequate seal and resolving the type I endoleak. Post-operatively, the pt experienced lower extremity paraplegia.

Manufacturer narrative:
Please note attached list of additional devices implanted in this pt: tg4020/05473940; tg4015/05201835; tg4015/03621073.